Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient interface with suction loss. Additional information requested.

Manufacturer narrative:
The root cause could not be identified conclusively. (B)(4).